Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a catheter issue. It could not be determined exactly what the problem was, but they could not aspirate the drug. It was noted that they tried to aspirate through the sideport. Symptoms reported related to the event was increased spasticity and it was noted that the location of the issue/symptom was ¿catheter track.¿ it was reported that the action required was replacement. The pump system was delivering baclofen. Patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that fluctuation in efficacy of intrathecal baclofen (itb) was identified by original implanter ¿4-5 months¿ after implant. It was noted that interventions taken as a result of the catheter issue was ¿change in rate¿ then referred to another physician. It was noted that the patient recovered without permanent impairment. It was further reported that the preoperative diagnoses were: nonfunctional baclofen pump intrathecal catheter and poor pump pocket placement with rotation of the pump. Procedure included ligation of old right pump and placement of new catheter and new pump pocket placement with pump. After the replacement procedure the patient was extubated in the operating room, patient was staying in the hospital overnight.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).